Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise. Noise was reproducible with isometric testing. No intervention was performed. The patient was stable.

Event description:
New information received on (B)(4) 2019 indicating that the lead exhibited noise oversensing. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was capped and replaced. The patient was stable post procedure.